Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was an issue with the video image not going to provation; the image would only appear if the scope was being held. An e4202 error code was also present. There was no patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was an issue with the video image going to provation. Tac suggested the customer change the printer setting from printer out to sdi (serial digital interface), but this did not resolve the issue. Tac instructed the customer to disconnect the cable from the comp out port and connect to sdi out; this resolved the video issue. Tac provided additional troubleshooting for the e402 issue by instructing the customer to disconnect the maj-1916 df cable from a wall patch panel and connecting it directly to a remote in cable on the provation computer. Both issues were resolved with troubleshooting and the device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the image problem could not be identified. However, it¿s likely the cause is related to the cable for the image output being connected to the video output terminal (composite out terminal) instead of sdi out. Olympus will continue to monitor field performance for this device.